Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated that both leads migrated. They were guessing this was due to the patient's lack of self-awareness, and being careful with bending and lifting. There were no further complications reported as a result of this event.

Manufacturer narrative:
Continuation of medical products: product ID: 3889-33, lot# va0f4lv, product type: lead. Product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that all of the device was removed because it was not working properly, so the device was removed by the doctor. No symptoms were reported. Additional information received from the rep indicated that lead migration was the cause of the devices not working properly. The patient first experienced them not working after the initial implant was done on (B)(6) 2014. Records indicated that another healthcare provider (hcp) removed the devices on (B)(6) 2016, and the devices were replaced on (B)(6) 2017. There were no further complications reported as a result of this event.